Manufacturer narrative:
Pump was received with blank display. Unable to determine the root cause, problem isolated to mb. Unable to verify e15 alarm due to blank display.

Event description:
It was reported that the device has had an alarm error twice within a week. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 120 mg/dl. No further details or information available. The device will be returned for analysis.